Manufacturer narrative:
Other, other text: the device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a "painful experience" with the rad-97 as she "received a bruise on the left arm and red marks on both arms which dissipated hours after." No patient impact or consequences were reported.